Event description:
It was reported that after system implant and pocket closure, the atrial lead was found to have dislodged; the patient was prepped so that the lead could be revised. It was also reported that the patient's blood pressure dropped as result of the additional anesthesia that was administered. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 5086mri implantable pacing lead (B)(6) 2013. (B)(4).